Event description:
A patient reported inaccurate erratic readings with one touch profile meter. Patient got a reading of 200 mg/dl. The patient went to the doctor and it was 380 mg/dl. Patient's insulin dosage was increased. Patient had been reportedly using bad strips. The ot meter failed check strip test while troubleshooting. No further information is available.